Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. During troubleshooting, it was confirmed that the malfunction alarm had been cleared, and insulin delivery was resumed successfully.